Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was implanted. The implant depth of the valve was 6mm for the non-coronary cusp and 5mm for the left coronary cusp. The valve was implanted deeper than recommended to avoid potential migration of the valve. It was reported that there was a heart block, and a pacemaker was implanted. The patient is stable.

Event description:
Subsequent to the previously filed report, additional information was received that the pacemaker was implanted on 22 june 2022 due to heart block that was noted on(B)(6).2022.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve was implanted at a depth of 6mm from the non-coronary cusp, deeper than the recommended 3mm, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.